Manufacturer narrative:
A picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. Furthermore, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set there was a white foreign material found inside the tube. It was initially reported that upon opening the sterile package of the product, a white substance was found inside the tubing. They attempted priming but was not able to remove the air. The issue was resolved by replacing the tubing set with another new one. The procedure was completed without patient's consequence. On 2-apr-2025, additional information was received indicating a white foreign material was loose with movement inside the tubing. The material detached from the tube lumen when the tube was squashed, however it did not detach by flushing. The white foreign material was adhering to the entire tube in a thin, band-like spread. Based on the new information received which indicates the material was loose and moving inside the tubing, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set there was a white foreign material found inside the tube. It was initially reported that upon opening the sterile package of the product, a white substance was found inside the tubing. They attempted priming but was not able to remove the air. The issue was resolved by replacing the tubing set with another new one. The procedure was completed without patient's consequence. On 2-apr-2025, additional information was received indicating a white foreign material was loose with movement inside the tubing. The material detached from the tube lumen when the tube was squashed, however it did not detach by flushing. The white foreign material was adhering to the entire tube in a thin, band-like spread. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed no damage, but it was found that the inner diameter was cloudy. Irrigation testing was performed, and bubbles with no movement were observed during the test. The cloudy condition may be related to the foreign material issue reported. A device history record was performed for the finished device batch number, and no internal actions were identified. The cloudy and bubble issues reported by the customer were confirmed. Cloudiness and microbubbles on the smart ablate tubing have been investigated by a cross-functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). An internal action was opened to introduce optimization actions regarding cloudiness and microbubbles. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).